Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead exhibited loss of capture with 10 seconds of asystole. It was noted that the patient experienced lightheadedness due to the asystole. The output was reprogrammed to maximum and capture was restored. Subsequently a lead revision was performed and the lead was successfully revised. No additional adverse patient effects were reported.